Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient received three inappropriate shocks due to noise that was oversensed. X-ray identified a potential fracture of the electrode located near the base of the device. A revision procedure was performed and the system was removed from service. It was revealed that this patient had twiddlers syndrome. No additional adverse patient effects were reported.